Event description:
It was reported that a revision was performed due to loosening.

Manufacturer narrative:
The affected devices were returned and evaluated. Our investigation noted no appreciable boney on-growth on the tibial baseplate. There was also scratching observed on proximal portion of tibial baseplate. The insert showed pitting and abrasion which indicates the presence of third body particles in the articulating areas. This could have been caused by boney debris or bone cement in the articular space. The medial side of the post of the insert had signs of burnishing. The exact cause of lack of boney on-growth and subsequent loosening could not be ascertained from the analysis. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.